Manufacturer narrative:
Result: fowler brake clutch assembly.

Event description:
It was reported by svc report that the fowler would drift down when weight was applied, and was found at the lowest position. No pt involvement or adverse consequences were reported.